Event description:
It was reported to medtronic minimed that the customer experienced damage crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1712kl was requested and customer response the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump immediately alarmed a pump error 39 alarm during testing. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 39 alarm. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 39 alarm during testing on 13-jun-2024 at 13:29:05.000. Pump was cut open to perform visual inspection and found dried insulin on the motor assembly. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Cosmetic damage was confirmed at the pump case. Pump error 39 was confirmed during testing due to dried insulin on the motor slide. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.